Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device check following a routine changeout procedure, a rise in thresholds was noted on the right atrial (ra) lead. The lead was reprogrammed however, chest x-ray confirmed the lead had pulled back. It was further reported that a decreased in sensing was noted on the right ventricular (rv) lead. Chest x-ray confirmed the rv lead had dislodged. It was determined that the ra lead pulled back and rv lead dislodged during the changeout procedure and insufficient fixation of the sleeve was the cause of the event. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.